Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed infection few months post system implant. Device was explanted without incident and rv lead screw could not be retracted during explant. Patient was scheduled for another surgery a day after and rv lead was explanted successfully. During procedure, the stylet got stuck in the lead. Patient was doing fine throughout the event.